Event description:
It was reported that the atrial lead exhibited oversensing, spikes in impedances to high levels, a decrease in p wave sensing, and elevated thresholds. The atrial lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 09:00:14 and (B)(6) 2012 15:00:12. Daily pace impedance trend data shows an abrupt increase for min and max atrial pace bi impedance = 551 to 1558 ohms peak between (B)(6) 2012 and (B)(6) 2012.